Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. Visual examination found that the device exhibits a few nicks, gouges, and scratches across all surfaces but primarily along the inferio-posterior aspect of the device. The device not fractured as indicated. A complaint history search was conducted for the reported part number. Device history record was reviewed and no discrepancies were found. Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. From the provided information the root cause cannot be determined using provided information. A definitive root cause cannot be determined with the information provided. After the device was evaluated it was determined that it did not exhibit a malfunction that has previously been reported as causing patient injury and the initial report was submitted in error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a broken tasp was brought for replacement after discovering it during tray assembly. No adverse events have been reported as a result of the malfunction. No patient involvement reported.